Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant results for patient samples when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged patient sample 1 generated a sars-cov-2 negative, flu a negative and flu b positive result in the initial test on the cobas liat system (sn (B)(4)). The sample was retested only for flu a and flu b on a cepheid instrument and generated negative results for flu a and flu b. Both the initial and retest results were reported out. No treatment was given based on initial positive result; further review of the data identified an additional potential false positive result (run #1554). The same sample was tested on genexpert. The retest result was reported out but the retest result was not provided. No harm was alleged. Two (2) mdrs will be filed, one per patient, as per FDA guidance.

Manufacturer narrative:
Review of the data showed the potential false positive results were related to abnormal pcr growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves have been launched. Consignees have been notified. (B)(4).